Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: 419688 implantable pacing lead 2013-(B)(6), pm3210 competitor implantable pulse generator 2013-(B)(6), 1388t competitor implantable pacing lead 2005-(B)(6). (B)(4).

Event description:
It was reported that the atrial lead had failure to capture. During the replacement procedure the left ventricular lead was damaged. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.